Event description:
Received a medwatch indicating customer experienced an overinfusion on this pump. The medwatch indicates that the pt's 5fu infusion over 22 hours. Bag emptied 1 hour early, including overfill of 35ml. No pt injury has been reported at this time.